Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l2) for a l2 vertebral fracture. The surgeon created pathways by checking the front and side with 2 image intensifiers. The surgeon measured the size using a trial product and decided to use the size s stent. Although this was an obsolete case, the vertebral body was lifted by creating a cavity with a trial balloon, so the stent was expanded by 3 cc on each side. Twelve minutes after mixing the cement, the viscosity was checked, and the cement was injected into the vertebral body after confirming that cement was no longer stringy. 2 cc of cement was injected on the left side first. Next, 2 cc was injected on the right side, but cement injection was interrupted when a cement leak was found during injection. The image intensifiers confirmed the location of the leaking cement, and since there was no sign of cement migration, the surgeon decided to inject the left side only with an additional 1 cc of cement. After cement injection, the position of the leaking cement was checked again, and since no migration of the cement was observed, the procedure was terminated. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable. No other medical intervention was required.

Event description:
Additional information was received and stated that the cement was mixed after inflation of the stent. 12 minutes after mixing the cement, the viscosity was checked, and the cement was injected into the vertebral body after confirming that cement was no longer stringy.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.